Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08700 inches. Pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had alleged that the insulin pump was under delivering. The blood glucose value was 280 mg/dl at the time of incident and was treated with bolus. Customer also reported hardware low level failures alarm. They were able to clear and was able to rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.